Event description:
It was reported that the event involved a female pt that expired while in the clinic of anesthesiology and intensive care unit/postoperative dept during use. The doctor inserted an iab-04840-u (serial number (B)(4)/lot number kf2094254) through the sheath via left femoral artery without issue on (B)(6) 2013 at 2000 hours. At 5 am (0500) on (B)(6) 2013, information from the nurses was received stating that the intra-aortic balloon pump (iabp) alerted for "kinking or rupture" of the iab and "blood in the line." As a result, the iabp therapy was stopped approx 9 hours after initiated and the decision was made to remove the iab. As a result, while the md was attempting to remove the iab through the sheath, difficulty was met; the iab appeared to be trapped. They were eventually able to remove the iab with the sheath successfully. The doctor inserted a new intra-aortic balloon (iab) through the sheath via right femoral artery (new insertion site) successfully and the iabp therapy was able to continue as planned until the pt expired. There was a 30 minute delay or interruption in therapy noted which caused harm to the pt. It is difficult to estimate the consequences for the pt. The pt had been in shock during the iabp therapy and the iab replacement didn't help the cause. In spite of the additional treatment for the pt, the pt expired at 12 of the event ((B)(6) 2013). There were no pump strips generated. An x-ray was performed after the second iab insertion; the second iab was observed to be in to correct position and the x-ray is available for review.

Manufacturer narrative:
(B)(4).